Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable needs to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system would intermittently fail to display a visible fluoroscopic live image. There is no report of patient injury or death.